Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device associated with this complaint was sent from (B)(6) to decontamination site on october 22, 2019. After this, device was sent from decontamination site to analysis site in (B)(6) on november 04, 2019 under tracking number (B)(4); however, there is no signature of receiving in the complaints group. After repeated attempts to locate the device, it could not be found; therefore, a physical evaluation cannot be performed. (B)(6) analysis site activities were transferred to (B)(6) mx. In early 2020; therefore, no action for misplaced devices is required as the new (B)(6) laboratory has processes in place. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown

Event description:
It was reported by the affiliate via complaint submission tool that during a ligament reconstruction surgery, the rgdloop adjustable stnd burst and the graft didn¿t remained together. The procedure was completed using another implant. Also, there was a surgical delay of 10 minutes. No patient consequence was reported. No additional information was provided.